Event description:
It was reported that during device preparation of a mitraclip xtw, the bottom flush port of the delivery catheter (dc) handle was leaking. The leak was noted when the stop cock was placed on the flush port. When the stop cock was replaced, the flush port was still leaking. A replacement completed the procedure. It was noted that the technician applied excessive force while attaching the stop cock to the flush port. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported leak was due to user technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling.